Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 308 pg/ml the repeated results were 14.0 pg/ml and 14.9 pg/ml.

Manufacturer narrative:
The provided data indicates that the alleged reagent lot was first calibrated on (B)(6) 2024, after the event. Product labeling states: "calibration frequency: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer)." Qc was acceptable. A general reagent issue was excluded. The investigation did not identify a product problem.